Event description:
Controller had a broken bend relief on the black cable, which was quite sharp. Patient was concerned that the sharp edge would compromise the actual cable so controller was exchanged.